Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide and three-lumen catheter for evaluation. The spring-wire guide was passed through the distal line of the catheter and unraveled at the proximal end. The inner coil wire had separated adjacent to the proximal weld, causing the failure. Evidence of necking was observed at the fracture point, indicating undue force was applied to the guidewire. The guide wire was bent in several areas. No coil offset was identified. No damage to the catheter was observed. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. A lab inventory guide wire was passed through the distal line of the catheter without issue. A manual tug test was performed on the distal weld to confirm it was intact. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide becoming unraveled due to interaction with the catheter was confirmed during the sample investigation. Dimensional and functional test were performed and no issues were identified. A DHR review was performed and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer reports during removal the swg (spring wire guide) unraveled.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports during removal the swg (spring wire guide) unraveled.